Event description:
During preparation for use for a cardiopulmonary bypass procedure, the user observed a "low air supply pressure" error message during calibration of the gas delivery system. An alternate device was employed and preparation was completed. The user reported the surgical procedure was completed successfully. Since the event took place prior to the onset of cardiopulmonary bypass, there was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.